Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The visual inspection of the returned product noted the reload had a full complement of staples, and adapter was broken. Pmv functional testing could not be done due to the state of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a wedge/segmental resectioning. On the first firing, the reload was used with the powered handle. The surgeon inserted the device through the trocar and tried to bring the device up by using the trocar as a supporting point, however a crack sound was heard. The device was removed from the trocar and the pivot point of the reload was broken. The jaws would not return to the straight position. A manual handle and new reload were used to complete the procedure. Post-operatively, the broken reload was removed from the adapter and the powered handle reacted normally. Patient status is no problem.